Event description:
It was reported that when advancing the swg through the ars, resistance was met causing insertion difficulty. The swg then became stuck in the syringe and difficulty to withdrawal it from the syringe resulted in the unraveling of the swg. The swg was removed was removed in its entirety, and a new kit was opened and used w/o issue. A delay was reported, however, there was no add'l harm to the pt due to this delay. There was no reported death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned.